Manufacturer narrative:
The table in question is being returned for evaluation. As of the submission of this report, the table has not been received for evaluation. A separate follow-up will be submitted once the table is evaluated.

Event description:
The complainantt reported that during patient testing, the rocker switch was pushed to lower the table and the table kept going down when the switch was released. There was no reported injury to the patient.